Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 8mm x 6mm amplatzer duct occluder was implant on (B)(6) 2022. Device was size using angiographic measurement. Post procedure during the evening, within 12hrs of implant, the device embolized out of the patent ductus arteriosus (pda) and was retrieved using a non- abbott snare and another unknown device was implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of device embolized out of the patent ductus arteriosus was reported. A returned device assessment could not be performed as the device and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.